Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) product sent to OEM supplier for analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis was suspended as the product was misfiled.

Event description:
It was reported that at implant the "lower side" of the sheath packaging was "unsealed." The product was not used. No known patient complications were reported as a result of this event.

Event description:
It was reported that at implant the "lower side" of the sheath packaging was "unsealed." The product was not used. No known patient complications were reported as a result of this event.